Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at the hq in innsbruck for investigation. According to the explantation report, as a condition that had led to the explantation, the magnet was weak. Per surgeon report, the device was found in an unusual position during explantation. The user was re-implanted with a new device.

Event description:
The explanted device was received at the hq in innsbruck for investigation. According to the explantation report, as a condition that had led to the explantation, the magnet was weak. Per surgeon report, the device was found in an unusual position during explantation. The user was able to use the device at the beginning and there was not any problem regarding the strength of the magnet until 2015. A more accurate date for the occurrence of the retention issue is not available because the user visited the clinic only sporadically. It was observed clearly that the problem was observed in natural growth and the resulting anatomical changes. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage which has been present whilst implanted. Furthermore, the implant magnet strength was found to be within normal limits during investigation. According to the information received the recipient experienced retention issues since 2015 also with the strongest external magnet. Reportedly the lack of retention was most likely caused by natural growth and the resulting anatomical changes. In addition, it is reported that the device was found in an unusual position at explantation surgery, which might has contributed to the retention issue. However, no further information has been received, as to whether the device was in this position since implantation surgery or migrated post-operatively. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.